Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they did not know the cause of the reported impedance issue, the low battery was due to the battery being nearly 5 years old. The urinary frequency may have been due to the fact that the device was no longer providing support to the bladder. The issue was resolved by the replacement surgery. Both the lead and the ins had been discarded.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the manufacturer representative (rep) met with patient at the health care professional (hcp) office on 2021-jun-30 to discuss the patient's needs and to interrogate the interstim system. The patient presented with the interstim on, active on program 4/c7 and set at 3.4v. The patient reported their urinary frequency had increased and that they had noticed the increase over the last couple of months. The patient also stated they'd had a CT scan in the last week to check their kidneys (not alleged to be related to the device/therapy,) and that they did not turn their interstim system off. The patient denied having any falls or infections nor did they have any medication changes. The rep noted that the patient currently weighed (B)(6), but stated that they had lost about (B)(6) in about  the last 2-3 months (not alleged to be related to the device/therapy). The clinician programmer was used to check for impedance and the impedance test showed impedance issues greater than 4 ,000 ohms in all combinations of the system. The impedance test was performed at 1.0v, 1.5v, 2.0v and 2.5v. The stimulation was lowered to zero and the interstim ipg was turned off. The rep stated that there were no known environmental/external/patient factors. It was also noted that a therapy measurement test was performed to check the longevity of the ipg and the results showed the 'status: low.' In terms of interventions/actions that would be taken to resolve the issue, the rep reported that the hcp had spoken to the patient and discussed scheduling a replacement of the interstim system, including both the lead and the battery. It was noted that the patient would like to move forward with the replacement of the system but the rep noted that the surgery date had not yet been scheduled through the office yet. Additional information was received from the rep that on 2021-jul-14 the patient presented for a removal of their interstim system (lead 3889 lead and 3058 ipg) and reimplantation with the updated lead (978b128) and battery (3058.) The patient stated the health care professional (hcp) removed the ipg from the existing right-side pocket and they did not see any issues with the connection of the lead with the ipg. The rep reported the hcp cut the lead to remove the ipg and when they removed the lead they cut it again to make it shorter and then they successfully removed it (from the insertion site of the lead) the rep noted that the 3889 was right sided and that the device had been discarded by the facility because the physician had cut the lead. The rep noted that anteroposterior (ap) and lateral view of the sacrum identified a second right sided fragmented lead which had been the patient¿s original 3093 lead¿s distal portion remained in the body, right side s3 foramen of the sacrum. The rep reported that the health care professional (hcp) had successfully implanted the 978b128 lead in the left side s3 sacrum and connected it to a new 3058 ipg in the same right-side pocket of the buttock. The rep noted that impedance test was performed and there were no issues.